Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the jaws of the monopolar curved scissors (mcs) were bent and didn't unfold. In addition, the instrument was stuck in the trocar. Intuitive surgical, inc. (Isi) followed up with the or nurse and obtained the following additional information: the customer reported that the procedure was completed using a backup instrument of the same kind. There was no injury or harm to the patient. There was no issues noted during the setup of the system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and failure analysis found the instrument with a broken tube extension at the distal end.